Manufacturer narrative:
(B)(4). B5 describe event or problem- subsequent to the initial MDR, additional information is available and a correction is required. D4 lot no - correction h2 type of follow up- additional information/correction h10 concomitant medical product- additional information.

Event description:
Subsequent to the initial MDR, additional information is available and a correction is required.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).